Event description:
The customer reported that while the unit was in use on a pt, the unit generated a rapid gas loss alarm. Also, a note on the unit indicated that electrical failure code 5 (load verify fault) had occurred. The pt was switched to another unit and therapy was continued. No pt injury was reported.